Event description:
The customer initially reported a no charge delivered message during a pt event. It was later clarified that the customer saw a no shock delivered message. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer initially reported a no charge delivered message during a pt event. It was later clarified that the customer saw a no shock delivered message. There was no negative pt impact. The event strips were not available for review. The device was evaluated by a philips field service engineer. The reported issue was not duplicated. The device passed all testing and was returned to service. No parts were replaced. We are unable to determine the cause of the reported issue as the symptom was not duplicated.